Event description:
It was reported that, the patient with this implantable cardioverter defibrillator (ICD) required a pocket revision due to pain in the implantation area. Furthermore, an insulation breech was found on the non boston scientific right ventricular (rv) lead. Subsequently, the rv lead was repair with a suture sleeve. This ICD remains in service. No additional adverse patient effects were reported.